Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A report of undersensing by the implantable cardiac monitor (icm) was received. The undersensing led to multiple bradycardia and pause episodes that were untrue and occurred during sleeping hours, most likely due to the patient sleeping on his side. Programming changes were made. The icm was being monitored. The patient was stable.